Manufacturer narrative:
H6: code 400(other): damaged firing mechanism\h4:d5:d6: information unavailable

Event description:
The device was used during a laparoscopic splenectomy. The device was placed across the splenic artery and vein complex. This was the second firing. While attempting to close the stapler before firing, the device broke and had to be replaced. There was no consequence to the pt.